Manufacturer narrative:
Qn# (B)(4). The device involved has not been received for evaluation by the manufacturer at the time of this report. A device from the same family in current production was used for testing. Samples (315) were taken from the current production and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to complaint. Customer complaint cannot be confirmed. The device sample is needed to perform a proper investigation and determine a root cause. If the device sample becomes available, this complaint will be updated accordingly.

Event description:
Customer complaint alleges the device 15mm adaptor "kept popping off". It was reported the tube was exchanged without difficulty. Patient condition reported as fine.